Event description:
The user facility reported that the oxygenator "inlet pressure increased and blood gas results indicated high hemolysis" five hours into a bypass procedure. Reportedly, the patient was put on ECMO after surgery, and then subsequently, the patient expired. Additional event specific information has not been made available.

Manufacturer narrative:
The involved device was returned, decontaminated, examined and performance tested. Initial examination after receipt identified a crack in the blood inlet port. However, such damage would cause fluid leakage and loss of pressure rather than an increase in pressure, as reported. Therefore, this damage was determined to be related to shipping and handling after the clinical procedure. The crack was repaired to permit performance testing to be conducted. The oxygenator was confirmed to function properly and no abnormalities were noted during testing. In addition, a reserve sample was tested and no defects or malfunctions were observed. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. The cause for the reported increased inlet pressure and hemolysis cannot be definitively determined, but there is no indication that a device defect, or malfunction, was involved. There are many complex clinical variables that may have affected the reportedly observed blood conditions during the procedure. Oxygenator use and performance under standardized conditions are addressed in the device labeling. In addition, the potential for increased pressure at the blood inlet port is addressed in the warnings section of the IFU with the statement: "pressure at the blood inlet of the oxygenating module should not exceed 133 kpa (1000 mmhg). Pressures greater than 133 kpa (1000 mmhg) may cause leaks or damage to the device." All available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.